Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the pt reported they had been having issues with the neurostimulator (ins) for over a year now and it no longer works. Pt stated the ins will no longer charge and when it does it burns (hurts to recharge the implanted battery). Pt said they get neuropathy in their feet and the scs really helps. Pt said when they get it to calm down <(>&<)> finally take a charge it gives them a lot of problems (see rtg0347835/rtg0347836). Pt remarked all they can get the ins to do is sit in their back <(>&<)> irritate the shit out of them. Pt said they were doing some online research and from the way it sounds like their bp has reached its limit/having issues meaning it would need to be removed. Pt said they were not thinking long term only in the beginning wanting to get out of pain and off the pills. Pt said they could not pay to have ins removed. Pt began to get escalated asking, "you guys wont do anythin g about this without them paying for it b/c they thought this was all under the installation/repair?" Pt said they were not told/made aware in the beginning that if it had to "come out for any reason that they had to freaking pay for that!" Pt said it was a bad ID ea from the beginning <(>&<)> they shouldn't have done it. Pt said after two years the battery was shit ("18 months hardly"). Pt said at that point all the lower back issues from all the surgeries had started to level off with physical therapy helping. Pt mentioned having 3-4 back surgeries. Pt said they were hardly using the ins at all except for road trips. Pt said they were just keeping it in reserve until they needed it. Pt said when they did go to use it it started causing all the issues described causing more pain than it was trying to help which is more uncomfortable than the neuropathy. The patient was redirected to their healthcare provider to further address the issue. Pt explained they no longer have a managing hcp. Pt said they the implanting surgeon retired and their insurance had since changed (on disability with medicaid). Pt said they have a family doctor but they do not have anything to do with scs ins. Pss offered to send physician listings so that pt could locate provider within their network. Pt mentioned taking to a mdt rep on the phone a couple of months ago regarding reprogramming /replacement but was told without insurance they would have issues. Pt said they were not throwing anyone's name under the bus. Pt said they did not understand why they couldn't get someone today, now somewhere within a half hour of them to look at/address issue. Pt said if they meet the rep without seeing a doctor at the doctor's office they will still bill for the entire visit. Pss reviewed patient's hcp could help in coordinating an appt to meet with the rep once a provider is located.redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.